Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did indicate that a monopolar instrument was used during this case.

Event description:
It was reported that the fenestrated bipolar forceps instrument was returned with no additional information provided.